Event description:
The customer reported to olympus, the colonovideoscope was leaky, not prepared. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material in the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: there was a leak observed between the upward/downward angulation control knob and the scope body, there was a leak at the suction connector, the distal end insulation inspection test failed, due to deformation the upward/downward angulation control knob water tightness was lost, the scope body had a crack resulting in water tightness being lost, due to wear on the forceps elevator/lock engagement lever the upward/downward knob was unable to be locked securely, the suction connector had a crack resulting in the water tightness being lost, the plastic distal end cover/probe cover had a chip resulting in the insulation resistance value at the distal end the standard value was not met, due to wear of the angle wire bending angle in the right direction the standard value was not met, due to deterioration of the braid on the bending tube the tightness of the braid became uneven, the plastic distal end cover/probe cover had a crack, the light guide lens had a crack, and the bending section cover or distal sheath had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in auxiliary water channel¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Reprocessing was not completed due to occurrence of leakage at ud angulation control knob, s-body, and s-connector which led to remained foreign material in auxiliary water channel. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.